Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Capture thresholds were noticed to be increasing over the last couple of months. The patient is not pacemaker dependent. The physician is considering dft testing to ensure the patient can receive hv therapy if needed. Dft testing was performed and was normal. No further information.